Event description:
It was reported by the clinician that after the catheter was placed, they noticed medication leaking. As a result, the catheter was exchanged. There were no pt complications reported.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional info becomes available.